Event description:
It was reported that the patient with an ams 700 inflatable penile prosthesis (ipp) device had a cylinder that did not inflate. The ipp was removed and replaced with a new device. There were no patient complications.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent thorough analysis. Both cylinders presented wear at the fold in the middle, proximal and distal end of the cylinder body. The pump kink resistant tubing (krt) was worn to the filament and contamination was found within the pump. The reservoir was inspected, and a hole was identified from wear. Based on the information available, the reported observation could not be confirmed. Based on this information, a conclusion code of cause not established was assigned to this investigation. However, the reservoir krt failed microscopic inspection and leak test due to fatigue. Based on this information, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient with an ams 700 inflatable penile prosthesis (ipp) device had a cylinder that did not inflate. The ipp was removed and replaced with a new device. There were no patient complications.